Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incidents against the provided product/lot combinations since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. The complaint shall be closed with an undetermined conclusion it will be entered into the complaint database and monitored through trend analysis.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation alleges that patient has suffered from abnormally high metal levels in her blood stream and high serum ion levels in her blood stream. Update rec'd 1/21/2015 - sales rep reported revision surgery. Patient was revised to address elevated metal ion levels. The stem is now being added to the complaint. Part/lot information provided. The information received does not change the MDR decision. The complaint was updated on: 2/4/2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
This report is still considered closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incident(s) against the provided product/lot combination(s) since release for distribution. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Pfs and medical records received. Pfs alleges pain and suffering, limited mobility, high levels of cobalt and chromium and need for revision surgery. After review of medical records for MDR reportability, office visits indicate severe osteoarthritis as confirmed by operative notes for implantation. MRI reports also show narrowing of the symphysis pubis and si joints bilaterally with subchondral sclerosis. Revision operative notes report that patient was revised due to right hip pain. Radiographs reveal severe degenerative changes of the joint, extensive amount of metallosis where surgeon rongeured out approximately 60ml of metallosis, and inflamed synovium that was gray in color.